Event description:
A customer reported that the eci analyzer associated incorrect patient demographics with a sample ID. Mismatched results might lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the laboratory resuses sample ID numbers. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending" state. Reusing the sample ID on a different sample without completion of the original request will cause the original information to be carried forward. The analyzer was operating within all intellicheck limits and as programmed. No instrument malfunction was identified. The cause of the event is user error.